Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other four proglide devices referenced are filed under separate medwatch MFR numbers.

Event description:
It was reported that arteriotomy closures of both moderately tortuous common femoral arteries were attempted with proglide devices, using the pre-close technique, via 6f sheaths prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, at the right common femoral artery two proglide devices did not capture the artery. The sutures of two additional proglide devices were successfully preplaced using the preclose technique. The sheath was upsized to 16f for the aaa procedure. After the aaa procedure, the successfully preplaced proglide sutures were used to achieve hemostasis on the right side. Reportedly, at the left common femoral artery, the sutures of two proglide devices were successfully preplaced using the preclose technique. The sheath was upsized to 14f for the aaa procedure. After the aaa procedure, both preplaced sutures pulled out of the artery when attempting to advance the knot. An additional proglide device was used, but the suture did not capture the artery. The guide wire was reinserted and a 14f sheath was placed. The patient was taken to surgery for surgical arteriotomy closure under general anesthesia. It was reported that the physician is trained in the use of the proglide device and trained in the large hole technique. No additional information was provided.